Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, during the second firing, the surgeon was able to press the green button and squeeze the handle, but the device did not fire and the distal black plastic tip of the handle broke off. The plastic piece fell into the patient¿s cavity and then was retrieved with laparoscopic graspers. Another handle and a new reload were used to complete the case. There was no patient injury.